Event description:
It was reported to gore the patient had open incisional hernia repair in 2007, using gore dualmesh plus biomaterial. The physician reported that within a couple of months after the operation, the patient had wound drainage that eventually led to mesh infection. No lot number information was provided. Gore has requested additional information from the physician. The investigation is in progress.

Manufacturer narrative:
The investigation is in progress.